Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The display has been dim and fading gradually over the course of several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Visual inspection noted discoloration and deep darkening of the display lens film. Unrelated to the complaint, evaluation of the case revealed a crack extending from the battery chamber opening to the primary seal and another from below the finger pad to the primary seal.